Event description:
Caller reported an alarm 2 followed by alarm 26 due to an occlusion event that occurred earlier in the day prior to contacting technical support. The occlusion did not cause the customer¿s blood glucose level to exceed 500 mg/dl or the continuous glucose monitor to read ¿high.¿ to resolve the issue, the customer changed the infusion set and cartridge and resumed insulin.